Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism leak. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the us connector body broken, the us connector cable compressed, the insertion flexible tube (ift) bump, and the segment steel braid ruptured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).